Event description:
During the creation of tmr channels, the tip of the fiber burned and broke off from the handpiece. The tip of the fiber which separated from the handpiece odged in the pt's myocardium. The physician was able to retrieve the tip of the fiber from the myocardium without consequence.

Event description:
During the creation of tmr channels, the tip of the fiber burned and broke off from the handpiece. The tip of the fiber which separated from the handpiece lodged in the pt's myocardium. The physician was able to retrieve the tip of the fiber from the myocardium without consequence.